Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. Based on the available information it is believed, that the advancement difficulties observed were not related to device performance, but rather to patient condition, which is also supported by physician's comment: "due to the aneurysm greatly exserted to outer curvature." There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician selected zenith tx2 taa endovascular graft proximal component for treatment of aortic arch aneurysm. The patient had an elephant trunk and the aneurysm was greatly exserted to outer curvature side of the aortic arch, so pull-through technique from the brachial artery was used. An angiographic catheter was inserted from the right femoral. The physician inserted zteg-2p-34-202-pf from the left femoral, but it would not advance into the elephant trunk ((B)(4)). He gave up on zteg-2p-34-202-pf and replaced it with zteg-2p-34-202-jp, but it would not advance to the target site either ((B)(4)). He replaced it with other manufacturer's device (gore tag3420) and it barely passed the aortic arch. The stent graft was deployed in the different site from the site originally planned, but the procedure was completed without endoleak. Patient outcome: the patient did not experience any adverse effects due to this occurrence.